Manufacturer narrative:
The procedure was successfully completed with no reported complications. Product from the same batch was reviewed along with parts from other batches and the issue confirmed. The exact cause of the event could not be determined because insufficient information was provided in november 2016, stanmore implants worldwide initiated a field safety corrective action that included the USA on the orientation of devices during distribution reference (B)(4). Future remittance of information will be done through the fsca. Corrections brand name corrected from mets modular distal femur implant to proximal tibial mets

Event description:
It was reported that the packaging for a tibial component (batch a7186) had been damaged. The tibial stem was reported to have perforated the sterile packaging. The outer boxes, shrink wrap and all seals were reported to be intact. The surgeon opened 2 additional tibial components (batches a9990 and a11290) as replacements, and noted similar damaged pouches. Batch # a11290 is the subject of this report. The procedure was completed successfully. Batch # a11290 is the subject of this report. This is a supplemental report to 3004105610-2015-00077 ((B)(4)). Batch # a7186 is the subject of (B)(4): MFR report # 3004105610-2015-00074. Batch # a9990 is the subject of (B)(4): MFR report # 3004105610-2015-00076.

Manufacturer narrative:
The tibial component from batch (B)(4) was one of the two additional devices opened by the surgeon during the procedure and returned to stanmore implants worldwide (siw), along w/their pouches and packaging. Upon inspection of these devices, it was observed that the end of the tibial component had penetrated the pouch. Siw had the pouches examined by an external packaging company, who concluded that the failure was due to an excessive impact rather than fatigue, or wear and tear. Shelf stock from batch (B)(4) was available and inspected. There was no remaining shelf stock for batches (B)(4). The packaging and pouches for the remaining shelf stock, batch (B)(4), were confirmed to be intact. In an attempt to recreate the failure, a drop test was performed at 770mm (as per ista) standards, w/other tibial components that are packaged in the same standard of packaging. On reviewing the samples, there was some evidence of scratching, but no breaches of the packaging. Pouch integrity testing confirmed there were no leaks. Siw is continuing its' investigation. A supplemental report will be provided. Refer to MDR# 3004105610-2015-00076 and MDR # 3004105610-2015-00074. Please note that MDR # 3004105610-2015-00076 and 3004105610-2015-00074 are associated w/one surgical event, whereby, multiple devices in the hospital's stock were noted to have damaged packaging. In total, three devices, were involved, thus three mdrs have been filed..

Event description:
It was reported that the packaging for a tibial component (batch (B)(4)) had been damaged. The tibial stem was reported to have perforated the sterile packaging. The outer boxes, shrink wrap and all seals were reported to be intact. The surgeon opened 2 add'l tibial components (batches (B)(4)) as replacement's, and noted similar damaged pouches. Batch (B)(4)is the subject of this report. The procedure was completed successfully.